Manufacturer narrative:
Concomitant products: product ID 64002, lot# n427071, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type adapter; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that there were high impedances, over 40,000 on any combination with electrodes 6 and 7. There was a break/fracture and the adaptor was explanted and a different product was used. Impedance testing was done. Product issue was resolved and the cause of the issue was not determined. The adaptor was changed out and impedances were retested. Impedances were no longer present upon interrogation on the device. Patient was alive with no injury. It was noted that there was longer operating room time due to troubleshooting with the adaptor. No patient symptoms were reported. Additional information received reported that the device was shipped.